Manufacturer narrative:
The company representative evaluated the system and observed the reported problem. Corrections include replacement of the system hard drive. The system was tested to factory's specifications. It functioned normally and was returned to use.

Event description:
The customer reported that while patients were being monitored on the panorama central station with ambulatory telepacks, the central station had an orange screen causing a loss of patient monitoring. No patient injury was reported.